Event description:
It was reported that during a revision procedure, this right atrial lead (ra) was noted to be damaged. The physician explanted and replaced the ra lead. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).